Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified mid right coronary artery (rca). A 3.50mmx38mm synergy drug-eluting stent was advanced for treatment; however the stent failed to cross the shoulder area in the proximal rca. Buddy wire technique was performed but the stent still failed to cross the lesion. The device was completely removed from the patient's body and it was noted that the mid area of the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.